Manufacturer narrative:
B3 - the date of event has been estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a used device with blood on it was left at the supply room desk. There are no visible or reported issues with the device, however, it was confirmed to have been deployed as the suture was pulled out. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as sheath bend. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the returned device analysis a conclusive cause could not be determined as a specific failure mode was not provided. The subsequent treatment appears to be related to circumstances of the procedure. Based on review, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.